Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the pump display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/03/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2015 with the following findings:during testing, the pump was powered on and the display screen was blank. The pump case was removed, and the display was found to be cracked. The cracked display was replaced with a test display, which functioned appropriately. The complaint of a dim and discolored display could not be adequately tested due to the damaged screen. Unrelated to the complaint, the bolus button cover was detached and missing.